Manufacturer narrative:
Upon receipt of the device, the serial number was obtained. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The date of manufacture has been updated. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device coupling power supply was not functioning. It was also noted that the positioning pins from the positioning ring became loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is also misuse, abuse and/or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter number (B)(6). The manufacturing location was unknown. Device manufacture date is unknown. The lot or serial number were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device loosened from the handle on the small battery drive device. There were no delays in the surgical procedure. There was patient involvement reported. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.